Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported approximately eight weeks post-operative an evaluation revealed the fracture had healed and the bone was intact. Patient was feeling painful hardware. A decision was made to remove all the hardware from the right distal tibia. The hardware was successfully removed with no patient injury reported. This is report 4 of 4 for (B)(4).